Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular embolization cannot be confirmed. However, it is most likely related to the patient¿s large annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transaortic (tao) tavr procedure, the valve embolized ventricular. During the pre-procedure patient screening, the valve area by CT was measured and reported to be between 5.88cm2 and 6.10cm2. The annular diameter by tee was reported as 25mm. During discussions with the team it was communicated by the edwards representative that the annulus appeared too big for a 26mm valve. The physician decided to proceed with the case with a 26mm valve. During the procedure a balloon aortic valvuloplasty (bav) was performed with a 25 x 4 z-med balloon. There was moderate native valve/leaflet calcification. There was some leak seen, but it was decided to proceed with a 26mm valve. The procedure was performed via a transaortic approach. They successfully crossed the native aortic valve with the ascendra 3 delivery system and valve. The valve was positioned 60/40 aortic and deployed 80/20 ventricular. While observing tee the team noticed some ectopy, as well as central aortic insufficiency (cai). While reviewing fluoroscopy, the team noticed the valve was in the ventricle. The surgeon immediately placed the patient on bypass and opened the chest to remove the embolized valve. The native valve was replaced with a 25mm trifecta valve. The patient left the room stable and was sent to the ccu.